Manufacturer narrative:
Investigation completed on 6/11/2016. During investigation it was observed that the mpm1 monitor did not show the curve, the display was black with white lines and that the monitor did not pass the logo screen due to faulty membrane switch control and the pmio flex cable. As part of the repair, the following parts were replaced: switch membrane control, pmio flex cable, battery and dfu. The monitor was calibrated and tested to specifications prior been returned to the customer. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: feb-2012. Service history was reviewed and no anomalies that could be associated with the complaint incident were observed. A minimum of 12 months¿ review of mpm-1 monitor complaints was completed in the complaint system using the following key words ¿didn¿t¿ show the curve ¿ display issue¿ and ¿faulty membrane switch control & pmio flex cable¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed from dates 09-jun-2016 to 09-jun-2017. A total of 3 complaints were reviewed of which this is the 1st complaint that contained the search criteria. No trend has been identified. Future complaints will be continued to be monitored and trended. In addition to trending, the customer complaints review completed in complaint system identified 1 other complaint have been received in this period for serial number under investigation; the complaint had been opened for an unrelated issue; confirmed due to faulty icp flex cable. Further incidents of this nature will be monitored for recurrence and trending purposes. Rate of occurrence: during the time period ¿jul-16 to jun-17¿, the global product usage for mpm-1 monitors was calculated as (B)(4) usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 1 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures or 1 complaint in every (B)(4) procedures. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause determined; the mpm1 monitor did not show the curve due to faulty membrane switch control and the pmio flex cable; monitor¿s display was black with white lines and it did not pass the logo screen. No corrective / preventative action is deemed necessary based on the risk management review acceptability. Further incidents of this nature will be monitored for recurrence and trending purposes.

Event description:
Didn't show the curve, it was just black with white lines and weird noise. Additional information received from the distributor on 12jun2017: the monitor was to be used on the female patient for placement of an intraparenchymal icp for the monitoring of intracranial pressure. The problem was discovered on (B)(6) 2017 at the beginning of the procedure, when connecting all the cables and turning on the monitor, it immediately emitted a sound type alarm followed by "you want to calibrate the sensor" but it was not possible since the monitor did not emit the curve and the screen became black with white lines. Again the sound of alarm appeared. The monitor was disconnected and then connected without obtaining positive result. It was not possible to leave the monitor connected to the patient since it was never curved frame and the sound and the black screen did not allow it. The monitor was then changed. There was no patient injury. The procedure was delayed about 15 minutes due to disconnecting and connecting the monitor several times to see if the problem could be solved; also to know the real value of the icp after setting the sensor, waiting half an hour because the good monitor still did not arrive. There was no patient consequence due to the delay.